Event description:
It was reported that balloon rupture occurred. The 79% stenosed target lesion was located in a severely tortuous middle of the right coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation but could not pass through the lesion. However, during the procedure, it was noticed that the balloon burst. The procedure was completed with another of the same device without any patient complications reported. The patient was stable post-procedure.